Event description:
See MDR 3006425876-2014-00062 for the first insertion attempt with the same issue. It was reported a second kit was opened and was being placed into the patient's subclavian in the intensive care department. A second puncture was made and again the guide wire became stretched like a spring when they were attempting to remove it. As a result, a third kit was opened and again they punctured the patient and were able to successfully place the catheter for the patient. There was a delay in treatment and no patient death or complications reported. The patient was moved out of the intensive care department.

Manufacturer narrative:
(B)(4).